Event description:
It was reported that an angio-seal vip was deployed post cardiac catheterization. A pre-deployment angiogram was not performed. Two months later, the patient complained of right sided tightness, calf tightness and numbness in the toes. A vascular surgeon performed an angiogram and found an occlusion in the right superficial femoral artery. The surgeon suspected that collagen many have been deposited in the artery. The patient will undergo surgery for a cutdown of the femoral artery.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) warns to not use the angio-seal device if the puncture site is at or distal to the bifurcations of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal instruction for use (IFU) states that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) recommend that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery. The angio-seal device instructions for use (IFU) precautions the use of the angio-seal device if there is suspicion that the introducer has been placed through the superficial femoral artery and into the profunda femoris. Collagen deposition into the superficial femoral artery could result, which may reduce the blood flow through the vessel. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.